Manufacturer narrative:
The returned device was evaluated. The device was powered on and one of the led segments failed to illuminate. The device was able to obtain readings; however, the readings were not clear due to the missing segment. Internal inspection showed the failed led segment had an open circuit across two nodes preventing the display from illuminating the segment. Additionally, it was found the ms board had a damaged inductor (l17). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
A segment of spo2 display was missing. No patient impact or consequences were reported.